Event description:
Explanted device has been received by the manufacturer and is undergoing product analysis. No other relevant information has been received to date.

Event description:
It was reported that the patient is experiencing some burning sensation over the generator site additional information was received noting that the patient had their device explanted due to it being non functional at the time with pain at surgery site. Explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis of the returned generator was completed. The device output signal was monitored for more than 24-hrs, and a comprehensive automated electrical evaluation were performed. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.